Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported right side tissue expander would not hold its expansion. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in device outer surface, white particles in device inner surface and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: two openings curved striated. Based on the device analysis the final assessment is: two openings curved striated assessed as surgical damage.

Event description:
Healthcare professional reported right side tissue expander would not hold its expansion. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side tissue expander would not hold its expansion. Device has been explanted.